Event description:
A crack was noted in the luer hub of the cypher sds during attempts to deploy the unit in the patient. There was no report of patient injury. Another cypher was used to successfully complete the procedure. Patient and procedural details have been requested, but have not yet been forthcoming.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.